Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was april 10, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was unable to be specified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where deviations from instructions for use (IFU) were identified as the customer did not brush or wipe the distal end and the surface during manual cleaning. No physical damage was confirmed at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿gif-ez1500 operation manual chapter 3 preparation and inspection¿, and preventative measures in "gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water nozzle blocked with foreign debris and bending section cover adhesive with foreign material. There were no reports of patient involvement.